Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unk device failure occurred. It is unk how hemostasis was achieved. There were no pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not complete.